Manufacturer narrative:
(B)(4). The ipg was analyzed and passed all tests. Therefore, the ipg exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No further information can be obtained by bsn.